Manufacturer narrative:
Results of investigation: the associated device was returned and evaluated. A visual inspection of the returned device did not confirm the stated failure mode. The engineering evaluation concluded that both the femur and tibia were segmented incorrectly during the design process, resulting in the blocks not fitting the patient's anatomy. As a consequence of this event, the engineer will be retrained to the procedure for visionaire tka segmentation standards. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. And remove: the device history review (DHR) yields that all appropriate manufacturing and inspection steps took place. No root cause for complaint description can be determined by the DHR. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. As the device could not be correctly placed, the contribution of the device to the reported incident could be corroborated. A potential probable cause could include but is not limited incorrect segmentation of the device. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was returned for evaluation. After investigation, it was found that both the femur and the tibia were segmented incorrectly, resulting in blocks that did not fit the patient's anatomy. DHR review yields that all appropriate manufacturing and inspection steps took place. No root cause for complaint description can be determined by DHR review. The potential probable cause for this event is likely engineering issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaints will be reopened. No further investigation is warranted for these complaints; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. After investigation, it was found that both the femur and the tibia were segmented incorrectly, resulting in blocks that did not fit the patient's anatomy. DHR review yields that all appropriate manufacturing and inspection steps took place. No root cause for complaint description can be determined by DHR review. The potential probable cause for this event is likely engineering issue. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during tka procedure the visionaire cutting blocks did not match patients anatomy, therefore a correct placement was not possible. The femoral guide could not be placed appropriately on the anterior cortex as well as on the distal condyles. For tibial guide the fitting on the medial plateau seemed to be almost accurate, but on the lateral side the height difference between the cutting block and the tibial plateau was approximately 10 mm. A delay of less than 30 min was reported. It is unknown how the procedure was concluded.